Manufacturer narrative:
Asp investigation summary: the investigation included a review of the service history trending, complaint trending by product line, failure mode effects analysis, system hazard use misuse analysis, and health hazard analysis. Service history for scope residual liquid post processing issues associated to the aer shows no similar issues with residual liquid appearance on scopes post processing. Complaint trending for cidex opa was performed and found there is not a significant trend. The fmea (failure mode effects analysis) score is below the threshold and considered low risk. The shuma (system hazard use misuse analysis) was reviewed for residual cidex on scopes and it was determined that the risk has been assessed a category 1, where the risk is negligible. The hhe (health hazard evaluation) was performed with a low hazard/ risk. The issue with the scopes containing residual fluid is addressed in a CAPA. According to this investigation, the root cause for residual fluid in scopes is due to improper scope connection practices. The customer was educated on scope connection processes by providing the facility with 180 olympus scope connection diagrams.

Event description:
The customer reported that when their olympus 180 series scopes are hung to dry after being washed in the asp automatic endoscopic reprocessor, they notice droplets on the towel that are black. The reporter stated that the scopes are manually washed with an unmeasured amount of endozyme before placing into the scope washer. The proper dilution ratio of detergent to water was reviewed with the customer.

Manufacturer narrative:
The clinical professional services representative reviewed the cleaning instructions with the customer and provided them a diagram for proper connection to the aer. Ortho-phthaldehyde (opa), the active component in cidex opa solution, reacts with biological residues that may remain after cleaning, and can lead to the formation of gray, purple, or black discoloration on instruments and disinfection equipment. In order to minimized discoloration, asp recommends complete removal of biological residues by thoroughly cleaning and rinsing medical devices before disinfection in cidex opa solution.